Manufacturer narrative:
(B)(4).

Event description:
Lead check flipped pacing polarity to unipolar two days after implant for both leads. Changed it back to bipolar and impedance is stable and in range. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be reopened should additional data become available.